Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the battery cap would not stay attached to the pump; the pump was discovered to have been off and that there was a crack near the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. The reported bg excursion does not meet criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found power reboot occurrences. Investigation found that the battery compartment was cracked and the test battery cap was unable to tighten properly onto the pump but the pump was able to power up to the verify screen with the appropriate audible and vibratory alerts. The rewind/load/prime sequence was completed without any alarms. The pump was exercised for 24 hours without incidents. Unrelated to the housing issue, a dim and discolored verify screen was observed. The investigation was unable to reproduce the reported power issue.